Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in upload retry mode. A technical support specialist (tss) checked and verified the station was in retry mode. Then stopped the data synchronization service, validated the knowledge article retry - insert into purge.purgestatistics and applied it for dispensingdevicekey was not null, then the retry was cleared and the station was communicating. Then rebooted the station and the application was running. The customer confirmed that the issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed device was showing upload retry mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.